Event description:
It was reported that an ilet user was not seeing dexcom g7 glucose readings on the ilet app while readings were present in the dexcom app, and a pairing failed alarm occurred on the ilet; the issue is consistent with intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the g7 consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously es.